Event description:
It was reported that (1) device was used during an anterior resection. It was reported by the affiliate that on the 1st firing, the tlc55 did not fire. Blade did not cut into the bowel. The case was completed using another instrument. There was no consequence to the pt.